Event description:
It was reported the patient had a tined lead revision due to high impedance. The high impedance was discovered after the patient noticed a red light on their remote control. Also, the physician's assistant was able to move the neurostimulator (ins) in the pocket. They are unsure if the lead is pulled out of the header of the ins or if the lead is completely damaged. The pocket was opened and there was no sign of the lead disconnecting from the header, but it looked kinked and frayed. They were not sure what caused the lead to fracture as the patient denied any falls or trauma to the area. The physician speculated the patient having interesting anatomy and doing a repetitive bending motion could have put a strain on the lead. The tined lead was replaced with a new one. The patient said they were doing well after the revision. Further, the patient is seeing lots of symptom improvement. No leakage, urgency is reduced. The patient felt like they are having great success and will reach out if there are any future concerns.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4) this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: (B)(4).

Event description:
It was reported the patient had a tined lead revision due to high impedance. The high impedance was discovered after the patient noticed a red light on their remote control. Also, the physician's assistant was able to move the neurostimulator (ins) in the pocket. They are unsure if the lead is pulled out of the header of the ins or if the lead is completely damaged. The pocket was opened and there was no sign of the lead disconnecting from the header, but it looked kinked and frayed. They were not sure what caused the lead to fracture as the patient denied any falls or trauma to the area. The physician speculated the patient having interesting anatomy and doing a repetitive bending motion could have put a strain on the lead. The tined lead was replaced with a new one. The patient said they were doing well after the revision.